Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the damage was due to physical stress applied to insertion tube during device handling by the user. The foreign material was unable to be identified and may not have been able to be removed due to the physical damage of the device. The event can be prevented by following the instructions for use (IFU) which state: "-inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Event description:
The evis exera iii bronchovideoscope was returned as part of the loaner asset return process. During routine inspection of the device by olympus, the following reportable malfunction was found: the connecting tube had foreign material. There was no procedural or patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned as part of the loaner asset return process, the device evaluation found that the connecting tube had foreign material. Additional findings include the following: the adhesive on the bending section cover had a crack, the connecting tube had a cut, the universal cord coating was peeling. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.